Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of hi (greater than 600 mg/dl) taking 15 units of novolin r, and then obtaining results 489 mg/dl, 411 mg/dl, 407 mg/dl, 149 mg/dl and 166 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter alleged that within 10 minutes of obtaining the 166 mg/dl, other results of hi (greater than 600 mg/dl) and 159 mg/dl were also obtained on the same system. Reporter stated that before obtaining the first hi result, he had eaten marshmallow cream. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.